Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that the user experienced hyperglycemia exceeding 400 mg/dl with vomiting. Follow-up indicated the user received an "insulin set expired" alert and a high glucose alert before hospitalization; however, it could not be confirmed whether there was an issue with the infusion set. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate insulin delivery relative to delivery requests, and confirmed the ilet adjusted insulin delivery appropriately in response to cgm glucose values. A factory reset was identified in the device history. Follow-up also determined that insulin delivery had remained paused until it was resumed after the event. Based on available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 400 mg/dl and vomiting. The user was admitted to the hospital, transferred by ambulance for a higher level of care, treated with exogenous insulin and IV fluids for elevated ketones, and discharged on (B)(6) 2026. No long-term health effects were reported.